Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, a e360 ventilator visually alarmed and displayed pressure sensor error. The patient was removed from the ventilator and placed on an alternate ventilator. Technical support trouble shoot the cause of a pressure sensor alarm with the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was evaluated and the reported issue could not be duplicated. However, a different issue was found. The ventilator generated an air way pressure error. The analog board was replaced. The unit passed all testing and operates within the manufacturing specifications.